Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci regional manager tha a patient underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the fellow selected the mynxgrip vascular closure device 6f/7f to close the access site. Ti was reported that "the fellow did not shuttle down far enough so the device did not engage." The balloon was deflated and 20 minutes of manual compression was administered. Hemostasis was achieved. No adverse effects were noted. The patient did not require any additional intervention. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.